Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the customer became ill at diabetes camp, was hospitalized. The mother did not report the reason for the hospitalization, but stated it was not related to the insulin pump. The mother stated that the camp failed to return the customer's inserter for the infusion set. Nothing further was reported.